Event description:
It was reported that the ilet pump was not receiving dexcom g7 glucose readings after a new sensor was applied, and the issue was traced to an incorrectly entered pairing code that prevented successful linkage between the pump and sensor. Symptoms included no glucose data displayed on the pump. Outcomes included temporary interruption of continuous glucose data to the pump without reported adverse health effects or hospitalization. Investigation included customer support troubleshooting and user education, during which the correct pairing code was entered and the system initiated pairing with the sensor. Investigation of this case revealed a user interface or use error in entering the pairing code, which resulted in a communication failure between the pump and the continuous glucose monitor. It was concluded, based on previously established findings for similar reports, that the cause was user error related to setup and pairing.